Event description:
It was reported that high impedances of over 10000 ohms were measured on the first and second channel with the implantable neurostimulator (ins) and lead system. The lead was then disconnected from the ins, the electrodes were dried off, and the lead was reseated into the ins, however ¿all 16 contacts were still over 10000¿ ohms. The lead was then disconnected and tested with an external neurostimulator (ens) and it was found that all impedances were ¿in range, confirmed the lead was undamaged.¿ the lead was then reconnected to the ins and further impedance testing was performed. The impedance test found that channel one had no high impedances and all electrodes in channel two were over 10000 ohms. As a result, channel two was disconnected, dried off, and reseated, while channel one was left in place. Further impedance testing was then performed and found that only one electrode of channel two was in an acceptable range and that channel one once again had high impedance ratings. The ins was replaced at that time and connected to the existing lead. A final impedance test performed following the ins replacement found ¿acceptable impedances.¿ the first ins was ¿never impl anted¿ as a result of the event. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator found the device was ¿functionally okay¿ with ¿insignificant anomalies.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.